Event description:
It was reported that the patient received multiple inappropriate shocks due to high, out of range impedance. Lead fracture was suspected. The lead was explanted. The patient was stable after the procedure.

Manufacturer narrative:
(B)(4). A fracture of the cable conductors and inner coil were noted at 13.6cm from the connector pin, consistent with fatigue. This fracture is consistent with the observation from the field of noise.